Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); 425-96-011, (B)(6) - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
The surgeon indicated that the stem was loose. The stem, head and liner components were removed and revised. The cup was retained.